Event description:
It was reported that pegasus yel 24ga x 0.75in prn-cap y leaked on 8 occasions. The following information was provided by the initial reporter: the septum had been found blood leakage, this flaw was happened for many times, and there was also blood leakage at the safety shield, the sample had been abandoned.

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 0139255, and no quality issues were found during production. Our quality engineer reviewed the provided photo but could not identify the reported defect or any assembly issues. Since no defects could be identified from the photo a definitive root cause could not be determined. Retain samples were tested and no leakage was observed. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pegasus yel 24ga x 0.75in prn-cap y leaked on 8 occasions. The following information was provided by the initial reporter: the septum had been found blood leakage, this flaw was happened for many times, and there was also blood leakage at the safety shield, the sample had been abandoned.